Manufacturer narrative:
Applications support manager (asm) was at the account during the surgery of the patient and advised surgeon on flap technique. Surgeon was opening entire side cut first, leaving pocket closed. Asm told surgeon to open flap more for hyperopic treatment and she did not. Discussed accepting a smaller diameter than the actual full treatment of the hyperope before accepting the size. It was not centered well. Asm observed a ridge at superior edge. Asm noticed that surgeon did not place suction ring under oculars per recommendation. Asm also noticed the following: the room exhaust fan was on upon arrival, they were cutting the suction tube of the suction ring to remove suction during lasik. Asm advised them the proper removal of the suction ring. Asm reported that the account uses their own created drops for his cataract patients (trimoxivank) and that they use the drops on post lasik patients. Asm asked the surgeon to reconsider this since these were lasik patients. Patients were nevertheless given the drops. Asm observed that the optometrist chooses the treatment plans but has never been certified in the system. Asm observed that the account does not do markings on cornea prior to case, and they don't use tegaderm for the lids. It was stated by the account they are trying to be minimalist with his cases. The room conditions were 69/54 (temp/hum). Post op drops used: tobramycin, prolensa, blink for contacts, alternate saline rinse, durezol. Each patient was using it differently and some were using bandage contact lenses. For the concomitant excimer laser the asm checked plastics for the date of surgery and all checked out fine. Asm noticed that on the date of surgery they did not do a refill but only did a boost of 913psi. The asm advised the entire staff to be trained and certified on the wavescan since there were many using it incorrectly and uncertified and 3 visits to train and certify all staff, including optometrist were done. The surgeon involved in this event was invited as well but did not attempt to attend a training. Asm advised the account 3 times to reach out for any postoperative help and they said they would however, they have not. It was reported that another surgeon was taking over the patients. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient had bilateral lasik (high hyperopic). Right eye acquisitions: - 9.0/120 ¿ centration still. Application support manager (asm) recommended to use the oculars; - 8.75/120 ¿ off superiorly. On (B)(6) 2017 visual acuities were: right 20/25 best corrected visual acuity (bcva). Left 20/20 bcva. On (B)(6) 2017, it was reported that patient had right flap refloated several days after surgery (no exact date provided). The reason for the re-float was not provided. Uncorrected visual acuity for right eye was 20/40 and for left eye was 20/60. It was stated that patient is healing well but slow.